Manufacturer narrative:
Inspected three randomly opened and used reservoirs. Performed fill reservoirs per specification. Reservoirs passed per specifications. No air bubbles were observed during analysis. Checked o-rings for defects and none were found. All three reservoirs connected and locked in place properly. Also checked snap-cap for anomalies and none were found.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that insulin was leaking into the reservoir compartment. No further info was provided.